Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned.

Event description:
It was reported the wire in the PICC is broken 3 cm from the tip when pulled out from the patient during a not successful placement.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break in the stylet was confirmed but the cause is unknown. A single photograph of a 4 fr s/l powerpicc solo catheter with an inlaid tls/3cg stylet was returned for evaluation. The catheter contained evidence of clinical use including residual material throughout the sample. A detached segment of the stylet was present in the photograph. The break appeared to have occurred near the distal end, within the magnetic region of the wire. It is possible that a difficult placement contributed to the break in the stylet. Other possible contributing factors could include advancement/retraction against resistance, the stylet becoming kinked during manipulation, and/or extension of stylet tip past the distal end of the catheter during insertion. It is unknown if additional unknown factors contributed to this event. The IFU warns, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of ref (B)(4) showed no other similar product complaint(s) from this lot number. Evaluation findings.

Event description:
It was reported the wire in the PICC is broken 3 cm from the tip when pulled out from the patient during a not successful placement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of broken stylet was confirmed. The product returned for evaluation was one sl 4fr powerpicc solo and one 3cg stylet with a t-lock assembly. The returned product sample was evaluated and confirmed to be broken. The following observations were made which were consistent with this failure type: microscopic examination revealed deformation of the stylet tubing at magnet edge(s); microscopic examination revealed localized delamination of the stylet tubing at the damage site(s), indicative of tubing kinking/folding; kinking of the surrounding stylet tubing, located at magnet interface(s); this additional stylet kinking resulted in a general curl in a similar direction. Measurements of the stylet tubing and magnet were taken and confirmed to be within specifications. Although the break in the wire could be confirmed, the root cause could not be determined through examination of the returned sample. The observed features were indicative of circumstances which included stylet kinking, likely during the insertion process. It appeared that additional unidentified factors may have also contributed. H3 other text: evaluation findings are in section h11.

Event description:
It was reported the wire in the PICC is broken 3 cm from the tip when pulled out from the patient during a not successful placement.